Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction d4: d4: the lot number was reported as (B)(4) on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly. The expiration date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: h4: the device manufacture date has been added. Investigation summary: the velys saw interface was returned to depuy synthes for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. Functional evaluation was conducted using a saw wing fixture. The assessment found the sasi saw clamp lever was able to articulate without the saw fixture engaged as intended. During assembly, a nominal amount of force was needed to close the clamp. The assembly was secure and rigid once the saw clamp was engaged and there was no looseness felt between the fixture and the sasi. During disassembly, the lever required moderate force to open. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional evaluation of the sasi was not able to replicate the reported complaint condition. The overall complaint was not confirmed as the observed condition of the velys saw interface left would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during pre-surgery set-up it was observed that the robotic assisted saw interface device (sasi) left was loose. It was reported that a different device was used. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.